Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns label was missing. The following information was provided by the initial reporter translated from dutch to english: our warehouse informs us that the delivery of the above po included a box with no label on it. According to the packing slip, this should be (B)(4) ea of item 301027 (300043713 - 400009814) with lot number 4305260. Is it possible to receive a new label for this? Otherwise, we can't use it unfortunately.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - label / product insert missing three photos were provided to our quality team for investigation. One photo shows an invoice, and the other two photos from opposite sides of the box show that the box label which should be affixed to the box is missing. One photo show written in black magic marker the number 124 on the box. The condition observed is non-conforming per product specification. Potential root cause for the label missing defect is associated with the packaging process. As corrective action, re-training will be provided to responsible associate for label verification. Furthermore, a device history record review was completed for provided lot number 4305260. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: labeling concerns.